Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating after the device shut down, upon reboot, the touchscreen calibration was off, not precise. There was no reported patient harm nor impact.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating after the device shut down, upon reboot, the touchscreen calibration was off, not precise. There was no reported patient harm nor impact at this time. The device is expected to be returned to the bench for evaluation.